Event description:
An endurant ii stent graft system was implanted in the patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the delivery system was inserted into the patient and positioned at the intended location. The proximal end of the stent graft started to deploy without rotating the external slider to retract the graft cover. As a result, the physician was unable to reposition the stent graft. The stent graft was implanted to the intended location despite that it deployed without rotating the external slider, because the delivery system was already at the intended location prior to deployment. The patient did not experience any adverse events. The physician remodeled the stent graft with a balloon and the procedure was successfully completed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.